Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon opening a vh-3000, a hair was found in it. A new unit was used to complete the procedure. There were no pt effects, as the reported unit was not used on the pt. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the tool was received inside the cannula, in the kit, unsealed. A hair (about the length of the cannula handle circumference) was wrapped along the cannula handle and inside the cannula scope port. The device had no evidence of blood. Based upon the visual observations of hair in the tray, the reported complaint "foreign material present" was confirmed. Internal file number - (B)(4).